Event description:
Product is designed to measure inhaled volume. When using device with optimum inspiratory flow, the device does not read any volume. This results in a very false low reading and may result in pts getting add'l therapy they didn't really need. Event occurred week of 3/14-18.